Event description:
It was reported that a dexcom g7 sensor paired to the ilet experienced pairing failures and intermittent communication issues after a sensor replacement, and the user was guided through toggling the sensor and re-pairing, with dosing stop notifications imminent. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure, with the electrical and magnetic system and antenna components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.